Event description:
Reportable based on device analysis completed on 28apr2025. It was reported that the balloon had difficulty crossing the lesion due to calcification. The 78% stenosed target lesion was located in severely calcified mid-right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, device failed to pass through lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. During visual examination, no issues were noted with the hypotube shaft. No kinks or damages on the shaft polymer extrusion. There were traces of blood inside the balloon which indicates that a leak had occurred in the device. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material at 6mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. During leakage testing, the device was attached to an encore inflation unit. A pinhole was located in the balloon material at 6mm proximal to the distal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.